Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection with a leak was reported between the supply line of the homechoice cassette and the heater bag, which is known to cause this alarm. The cause of the loose connection with leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice claria device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell seven of seven of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a loose connection and water at the connection of the red clamp line of the homechoice cassette and the heater bag that led to this alarm. Renal therapy services (rts) assisted the patient with clearing the alarm, ending the therapy and disconnecting the cassette. Rts reviewed proper procedures per the user manual with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.